Manufacturer narrative:
The manufacturer received additional information that the device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and no visible foam particles were observed. Additionally, the patient¿s complaint was not confirmed, and the device was scrapped. The device's event log was reviewed by the service center and no error code found. Mandatory section has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The reporter alleged dizziness, headache, nausea, vomiting, cancer, non-hodgkins lymphoma. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.